Event description:
It was reported that after a da vinci-assisted surgical procedure, the staff at the material reprocessing center identified a burned area at the base of the instrument's jaw, so it was removed from circulation. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.